Manufacturer narrative:
Patients age is unknown, however, the patient is over 18 years. (B)(4): for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was advanced into the scope and positioned within the patient's duodenum. When attempting to bow the tome, it was noted that the wire within the handle had broken and was sticking out, preventing the tome from bowing. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
During evaluation of the handle assembly, found the 2-in-1 connector to be firmly assembled at the handle. However, the finger ringer which anchors to the proximal end of the cut wire was sliding freely without engaging the cut wire. The proximal end of the cut wire was not anchored by the 2-in-1 connector. After disassembling the 2-in-1 connector, it was determined that the aluminum disc was missing inside the active cord insert. This caused the proximal end of the cut wire to disengage from the handle which affected bowing functionality of the device. The cut wire was disengaged but not broken. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Based on the investigation results which confirmed that cut wire disengaged and was not broken, this is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was advanced into the scope and positioned within the patient's duodenum. When attempting to bow the tome, it was noted that the wire within the handle had broken and was sticking out, preventing the tome from bowing. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.